Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information.

Event description:
It was reported that a g7 wearable failure occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. A review of the share logs was performed and wearable failure was found within the investigation window. The allegation was confirmed. The customer's complaint was confirmed because a failure was found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a wearable failure which occurred 2 days after the sensor had been inserted in the arm. On (B)(6) 2024 around 3am the patient was sleeping on their couch, and her sensor failed no readings and replace the sensor message (wearable failure). Her husband noticed it and tried to wake her up, but she was unresponsive. The husband panicked and called the paramedics, there was no blood glucose (bg) taken at that time. The paramedics took a bg reading which was 28 mg/dl, and they treated the patient with something directly to her tongue like a sugar liquid (not specified). A few minutes later the patient regained consciousness, and they provided her with something to eat. After the treatment, the bg reading was 67 mg/dl. The patient declined to be taken to the hospital. The paramedics left around 8:30am after the patient was stable. At the time of the report the patient was good. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be prolonged data blanking. No additional patient or event information is available.